Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm reported event. Labeling review: potential adverse events and complications "... As with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned for evaluation.

Event description:
On (B)(6) 2016 a CT scan showed pedicle screw at s1 level was loose and a fractured rod. On (B)(6) 2016, patient underwent a revision procedure where the set screws and interconnecting rods and bilateral s1 screws were removed and replaced.